Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4). Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly. It was noted that the battery was at reduced capacity due to overdischarge.

Event description:
It was reported that the patient felt the therapy was not helping enough and that the patient was reprogrammed several times. It was noted that ¿it did not work¿ and as a result, it was removed on 2012 (B)(6). It was noted that the trial was a ¿rock star¿ and the patient was happy that he was just about in tears. However, the permanent implant "did not work." The patient outcome after device removal was reported as recovered without sequelae.